Event description:
Consumer reports allergic reaction from wearing wrist brace on both hands. Went to doctor who prescribed oral steroids and ointment.

Manufacturer narrative:
No product return is anticipated, consumer indicated that she would keep product and continue to use with socks as barrier. Unable to perform complaint history check since lot number is unknown. Will continue to monitor on monthly trend reports.